Manufacturer narrative:
Study: boston scientific corporation endoscopy post market surveillance data collection. Patient code e1109 captures the reportable event of cholangitis. Patient code e1002 captures the reportable event of abdominal pain. Impact code f08 captures the reportable event of hospitalization. Impact code f2303 captures the reportable event of medication required. The patient year of birth: 1958.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. On (B)(6) 2022, the patient was admitted for abdominal pain and had his common hepatic duct (chd) slightly dilated. It was suspected that the stent might be related to the problem. On (B)(6) 2023, the patient was transferred for monitoring and determination if ercp or ir-guided drainage of 3cm fluid collection adjacent to duodenum with associated intrahepatic biliary dilation that was seen on imaging. On (B)(6) 2022, the patient was discharged with a medication of cipro for possible cholangitis. It was noted that the patient returned to baseline after the procedure, and it was not likely due to a stent issue. The stent was not removed, and the cholangitis was treated.